Event description:
It was reported to boston scientific corporation that an advantage system was used during an unknown procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, implant date, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The account is (B)(6) hospital. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.